Event description:
Patient reported that she received in-warranty keypad letter. The patient mentioned she never noticed the keypad issue until she received the letter and contacted animas. She mentioned that the ok button symbol has rubbed off, and upon further inspection she noticed thinning areas at the tip of the up arrow symbol. Above the up arrow button, and below ok button, states it looks like light is coming through, and she can stick her fingernail into it and feel a groove. The keypad was slightly torn by the buttons. Patient states she just had to press ok button 2x to get it to work and when scrolling through hx, the up arrow button skipped from record 3 to record 5. Patient denies any previous tactile issues prior to call. Patient continues to use the pump. There is no misuse of the product and the patient denied seeing any moisture in the pump. The alleged issue was not resolved over the phone and pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. There was no indication of holes or lifting found on the keypad cover. Evaluation revealed that all keypad buttons were responding to button presses as expected. The keypad buttons had normal spring back and click.there was no evidence of contamination found under the key contacts. The reported complaint was not duplicated during investigation.